Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, the images show a few masses of unformed staples that appear to be loosely embedded in tissue or not embedded at all. No active bleeding or torn tissue is seen although the tissue surrounding the malformed staples appear to be darker and potentially bloody and irritated. The cde indicated it is difficult to tell if the tissue was cut by the knife at all in these images. Based on the images this would be consistent with a tissue pushout event. A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported. Combined, both sureform 45 stapler instruments had 8 clamp complete instances and were fired 8 times, in the order of 2 green sureform 45 reloads and 1 white sureform 45 reload being used on the first sureform 45 stapler instrument, and 5 black sureform 45 reloads on the second sureform 45 stapler instrument. During the 4th firing of a black reload, the firing of the reload was noted to slow down. This medwatch report (MFR report #2955842-2024-18620) is being reported for the second stapling issue involving a second stapler instrument/reload that occurred during the procedure. Refer to medwatch report with MFR report #2955842-2024-18619 for the first stapling issue that occurred during the same procedure.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, staples were malformed staples on tissue while firing the 6th black reload of the sureform 45 stapler instrument. The stapler would fire but did not cut the tissue, producing malformed staple line and staples. A second sureform 45 stapler instrument was opened, the issue persisted. The surgeon proceeded with a different technique with a stapler on a different universal surgical manipulator (usm). Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.